Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions). The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Despite due diligent attempts to receive further information regarding this event, no additional information was received. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Through review of medical article " perimount magna ease vs. Inspiris resilia valve: a ps-matched analysis of the hemodynamic performances in patients below 70 years of age" , corresponding author dr. (B)(6), the following event was identified as pertaining to an edwards device. Severe stenosis was observed at 3 years follow-up echocardiographic evaluation in 2 patients with a valve model 3300tfx implanted in the aortic position.

Manufacturer narrative:
Correction: b5 (describe event or problem).

Event description:
Through review of medical article " perimount magna ease vs. Inspiris resilia valve: a ps-matched analysis of the hemodynamic performances in patients below 70 years of age", the following event was identified as pertaining to edwards devices: stenosis was observed at 3 years follow-up echocardiographic evaluation in 4 patients with a valve model 3300tfx implanted in the aortic position (2 moderate/severe + 2 severe).

Manufacturer narrative:
This is one of eleven manufacturer reports ((B)(4)) being submitted for this article. H10: additional manufacturer narrative: the date of the event is unknown. Therefore, the day when the article was received for publication (17 jan 2023) was used as the date of event. No information about devices current status was provided neither in the literature article nor through follow-up. Article citation: : francica, a.; tonelli, f.; rossetti, c.; galeone, a.; perrone, f.; luciani, g.b.; onorati, f. Perimount magna ease vs. Inspiris resilia valve: a ps-matched analysis of the hemodynamic performances in patients below 70 years of age. J. Clin. Med. 2023, 12, 2077. Https:// doi.org/10.3390/jcm12052077. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.